Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the symptoms of claudication could not be conclusively determined, however the angio-seal components re-absorb in the body within 12 weeks. The angio-seal patient information guide states within 60 - 90 days (12 weeks), the anchor, collagen sponge, and suture of the angio-seal device will naturally be reabsorbed by the body. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.

Event description:
It was reported by the physician following a percutanuous procedure, a 6f vip angio-seal was selected for use. A pre-deployment femoral angiogram was obtained and the angio-seal was deployed. The patient experienced a vessel occlusion of the posterior tibial artery and surgical intervention was required to restore normal blood flow. The surgeon found collagen in the artery. Seventeen weeks later, the patient experienced symptoms of claudications. The physician will follow up with the patient.